Event description:
Customer reported receiving a button error alarm on the insulin pump and was unable to clear it. Customer stated that her blood glucose reading was 37 mg/dl in the morning and has treated with breakfast. Customer also had blood glucose readings of 598 mg/dl the night before and had treated with manual injections. Customer's blood glucose reading at the time of the call was 236 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.